Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture IV and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as surgical damage. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed split in patch area, it is out of specification. ¿ white particles observed on the device. A further investigation is requested to review the workmanship observed. The review of the documentation associated to the manufacturing process indicates that all devices with lot number 2059499 and were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area, it is out of specification per qa 199.04. According to the analysis review the reported complaint rupture was observed and capsular contracture was unable to observe, however, the workmanship is not related to the reported complaint. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v6.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.